Event description:
The reported stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the pt's right eye (od) in 2009. The icl was explanted the next day, due to excessive vaulting. Subsequently, the pt experienced elevated iop and a red eye pain.

Manufacturer narrative:
Red eye.